Manufacturer narrative:
Updated h.6 one static image and one media file were provided for review. The case refers to a medtronic evolut valve implanted in a failed surgical aortic valve. It was reported that two deployment attempts were performed, subsequently the system was withdrawn from the patient, inspected, and approved. Of note, as stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. In this case, the same system was used for the valve implant and difficulty and resistance was reported. The IFU states, there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Upon valve deployment, an aortogram confirmed a significant aortic dissection in the thoracic aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a previously implanted 23 mm non -medtronic (mitroflow) surgical valve, the first deployment attempt was too deep. The second deployment attempt was still too deep. During recapture, the valve was almost fully deployed by mistake. The system was withdrawn from the patient, inspected, and approved despite being over-captured initially. Difficulty and resistance encountered while crossing the arch and patient distress was noted. It was reported that a pigtail catheter was not used for depth verification during the procedure due to the existing surgical valve and imaging was inadequate. There was concern of a potential aortic arch dissection, but the valve was implanted. Following the implant, the patient deteriorated rapidly, and it was confirmed that an extensive aortic arch dissection had occurred while crossing the arch with the delivery catheter system (dcs). Extracorporeal membrane oxygenation (ECMO) intervention was unsuccessful, and the patient subsequently died. The descending thoracic aorta was reported to be tortuous.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evolutfx-2329; product type: 0195-heart valves; lot number: [0011951849] product ID: evolutfx-23; product type: 0195-heart valves; serial number: [(B)(6)] product ID: sorin mitroflow; product type: surgical valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.